Event description:
New information received confirms the patient's death was due to patient comorbidities and there was no allegation from the physician that the aveir leadless pacemaker system or system-related procedure caused or contributed to their declining health condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-02122. It was reported that the patient deceased due to myocardial infarction, septic shock, and cardiogenic shock. There were no allegations that the patient's death was related to their implanted system.